Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report:1624787-2015-26614. It was reported the patient is experiencing poor wound healing and drainage at implant sites. The patient was not placed on antibiotics as the wbc was normal. The patient underwent surgical intervention on (B)(6) 2015, where the midline incision was opened and irrigated and a culture was taken. Follow up information identified the midline incision has healed and the culture was negative for infection.